Manufacturer narrative:
A field service engineer has been on-site and has started the investigation. Two pressure transducer printed circuit boards were replaced. The replaced parts were requested for the investigation but have not yet been received. A supplemental MDR report will be sent when the investigation is completed.

Event description:
It was reported that the ventilator generated an alarm for low peep (positive end expiratory pressure). There was no pt involvement. (B)(4).

Manufacturer narrative:
According to received information the reported low peep (positive end expiratory pressure) issue was corrected by replacing the inspiratory and expiratory pressure transducer printed circuit boards (pcb). The replaced parts have not been returned for investigation despite several requests. The investigation consists therefore of device log evaluation. The reported low peep alarm was confirmed in received event logs. The test logs show that pre-use check had failed during pressure transducer test on (B)(6) 2015 and the date of event is updated accordingly. The test had failed due to an offset drift from the expiratory pressure transducer (pcb). The expiratory pressure sensor's offset value had drifted and exceeded the allowed limit (+/-300 mv from default). This offset drift is considered as the root cause to reported peep issue. The logs showed a small offset drift from the inspiratory pressure transducer (pcb). However it is not likely that such drift would affect the measured peep valve during ventilation. The cause to the observed offset drift cannot be determined since the replaced part were not returned for investigation.